Event description:
It was reported that the pump display was vibrating which resulted in the customer experiencing difficulties reading the screen. Additionally, the touch screen was delayed in responding to touch. There was no impact to the customers blood glucose. Reportedly, the customer continued to use the pump for insulin therapy.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.